Manufacturer narrative:
(B)(4). The customer reported that the batt charge led was flashing off and on. There was no report of pt involvement. The customer reported that they replaced the power cord which resolved the failure.

Event description:
The customer reported that the batt charge led was flashing off and on.